Manufacturer narrative:
Date of event is unknown. Although the surgeon indicated 90 days post-op examination is when the foreign material on the lens was observed, the date of implant was not provided. Device information: serial number: unknown, not provided. Catalog number: a complete catalog number is unknown as the serial number was not provided. Unique identifier (UDI) number: unknown, the serial number was not provided. Expiration date: unknown, the serial number was not provided. If implanted; give date: unknown, not provided best estimate is during 2020. If explanted; give date: not applicable as the lens remains implanted. Device manufacturer date: unknown as the serial number was not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed residue like dry lube from the cartridge during a 90-day post-op exam on a patient implanted with a tecnis itec preloaded intraocular lens (iol). The lens remains implanted and there is no indication that the lens will be exchanged. No further information is available.